Manufacturer narrative:
Submit date: 10/23/15. A review of the information in the complaint file indicates this investigation was performed by a covidien service center for the reported condition of; error code 3. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint could not be confirmed. However, during triage, the technician found that the unit's power cord was damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage, and user damage. The power cord was replaced to correct the problem. The unit was the fully tested; unit passed all testing. Product scd express compression system was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported on (B)(6) 2015 that a customer had an issue with a unit that had a low pressure alarm - code 3. The unit was sent to a covidien service center. Upon triage on (B)(6) 2015, the service tech found the unit had a damaged power cord with exposed copper wires. The unit was sent to the failure investigations department.